Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that corneal burns occurred when phaco was using and cornea became cloudy and white during surgery. The procedure type was unknown. It was found that there was no technical problems after inspecting the device. The surgery was completed on the same day without product replacement. The current patient condition was unknown. Additional information requested and received that there was no irrigation and which caused thermal burn. The surgery was terminated and sutures required for the wound. The symptoms of patient were continuing. Along with this, visual acuity was also decreased after the surgery. For this, postoperative eye drops changed from steroid to diuretic, rho-associated coiled-coil containing protein kinase (rock) inhibitor and antibiotic ointment. After two days, patient was given different type of corticosteroid drops. After ten days, visual acuity was back to normal. The current patient condition was unknown.

Manufacturer narrative:
The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The complaint was determined to be relevant to this investigation. The system was found to meet specifications. Therefore, the root cause for the relevant complaint is inconclusive. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.